Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced syncope and a ventricular tachycardia [vt] episode that was at a slower rate than the lowest detection rate. Concurrent to that vt episode, the patient received an inappropriate shock due to t-wave oversensing on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.